Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay ver. 2 on two cobas 8000 e 801 module analyzers. Refer to the attachment for all patient data. The sample was measured on the customer's e 801 analyzer on (B)(6) 2023. The sample was then provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2023. The sample was tested with the abbott architect tsh method on (B)(6) 2023. The sample was also tested with the fujirebio lumioulse analyzer tsh-ifcc method on (B)(6) 2023. The serial number of the e 801 analyzer used at the customer site was requested, but not provided. The tsh v 2 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Tsh v 2 reagent lot number: 639169, with an expiration date of 30-oct-2023 was used on this analyzer.

Manufacturer narrative:
The results differences are related to differences in the setups of the assays, the antibodies used, and differences in the standardization materials and procedures used. An interfering factor present in the sample can most likely be excluded. A human anti-mouse antibody interference is unlikely.